Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via facility medwatch (B)(4). It was reported that during a it was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. A 14-4/5.8/120 xxl balloon ruptured during post dilation of a unknown stent. The balloon could not be retrieved percutaneously. A jugular cutdown was required for removal of the balloon. The procedure outcome and patient status is unknown. Additional information has been requested and is not available.